Event description:
It was reported that the patient passed away due to likely sudep, not believed to be related to vns. The explanted products were received for analysis but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator

Event description:
Product analysis was completed on the returned lead. Setscrew mars were seen on the connector pin providing evidence that proper contact between the setscrew and connector pin existed at least once. The overall condition of the returned lead is consistent with condition that exist post explant. Other than typical wear and explant related observations, no anomalies were identified in the returned lead. No further relevant information has been received to date.